Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem was found at the time of turning on the device. There was no patient involvement. The philips remote service engineer (rse) communicated with the customer and confirmed that the system was unable to control. Upon remote testing, the rse checked the logs and confirmed the customer¿s claim that the stand would not move and the table would not function after the first boot of the day. The customer tried a couple of soft reboots with no improvement, but a full shutdown corrected the problem. After this, the issue didn¿t reoccur and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the azurion 7 m20 series equipment must institute a routine user checks program. The responsible organization of the azurion 7 m20 series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the stand and table movements were not possible. The system was in clinical use at the time of the reported event. There was no harm reported. Philips has started an investigation of this complaint.